Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states that the head spring link fabric and the center links keep breaking on enduser's bed, dealer states enduser is within the weight capacity for the bed.